Event description:
The facility reported a colleague infusion pump with a depleted battery. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a depleted battery was confirmed and reproduced by baxter personnel during product evaluation. The root was assigned to user error since the pump was not charged for 12 hours uninterrupted per operator manual instructions. The main batteries and battery harness was replaced to correct this condition. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter has received similar reports for the reported problem.